Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 421 mg/dl with exhaustion and extreme drowsiness/difficulty waking up and/or confusion associated with a leaking cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the cartridge was found wet; therefore, was leaking. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a leaking cartridge.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.